Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred with multiple cartridges during the load sequence. In addition, it was reported that the pump indicated a data log corruption. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was not impacted.